Manufacturer narrative:
Information included in event was previously reported in section other relevant history in error. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection, renal failure, and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was diuresed over a period of days and placed on bilevel positive airway pressure (bipap). Edema and breathing is better, creatinine stable at 1.33 mg/dl. Creatinine was 1.6 mg/dl on (B)(6) 2019 and rose to 3.93 mg/dl. Corrected information: the patient had prolonged post-lvad course complicated by right ventricle dysfunction, sepsis from unclear etiology, severe ileus, acute kidney injury on chronic kidney disease requiring rapid response team and hypercapneic/hypoxic respiratory failure requiring intubation twice). The patient was recently discharged after prolonged admission for congestive heart failure (chf) and experienced hyponatremia due to the chf. The patient required hemodialysis until renal function improved and dialysis was stopped. The patient has a history of hypertension, chronic kidney disease, left atrial appendage thrombus, former smoker, transient ischemic attack and heart failure with reduced ejection fraction.

Manufacturer narrative:
Approximate age of device ¿ 4 months, 21 days. Patient weight was requested but not provided. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presents with streptococcus bovis bacteremia and worsening respiratory distress and volume overload. The patient was diuresed and placed on bilevel positive airway pressure (bipap). Additional information was requested but no further information was provided.